Event description:
See initial report.

Manufacturer narrative:
D.1, d2,a and d2b: updated as per follow up information. D.4: lot remains unknown, therefore, UDI and expiry date remain unknown. H.4: lot remains unknown, therefore, manufacturing date remains unknown. H.11: two (2) pictures were provided as evidence, showing that one leg of the y had completely broken in correspondence of connection to tubing. The item was not available for return. From the provided photos and the review of the pts drawing, it was possible to conclude that affected y-connector was code 401589000, assembled on the cardioplegia table line. In specific, this connector is closed by a cap at its inlet and bonded with solvent to 3/16 tubing at the outlet legs. From the review of the database, no similar events were reported by this customer, nor a concerning trend has been identified related to this issue. It cannot be ruled out that the event was due to a defective y-connector. The presence of an initial defect such as a crack originated during transport and enhanced with stress applied on the component during procedure cannot be excluded. Since the event is related to a cardioplegia line, the break of the connector has unlikely the possibility to cause any patient injury. Therefore the event has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: through follow-up communication livanova received a picture of the breakage occurred and no information about lot, duration of change out and other relevant information were provided. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report regarding a connection breaking off, patient wasn't affected but customer had to swap out the y connector. There is no report of patient impact.